Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 85% stenosed, de novo mid circumflex artery the 2.5 x 28 mm xience prime stent was implanted, however, a distal edge dissection was noted. A 2.25 x 15 mm xience v stent was used as treatment and a 3.0 x 28 mm xience prime stent was implanted in the lesion proximal segment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.